Event description:
Vicryl 2-0 used in the skull and vicryl 4-0 used in the abdomen. It was reported that the patient experienced post-operative pain at the suture sites at both the base of the skull and the lower abdomen. This required the insertion of a PICC line with ivab. The patient then developed an allergic reaction to the ivab's and required further hospitalization for this reaction. The shunt needed to be surgically removed in 2001 because it became ineffective. Pt was discharged from the hospital in 2001. Pt subsequently required the placement of a new shunt in 2001.